Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that she kept bolusing and her blood glucose was elevating. The paramedics were called and the customer was taken to the hospital. It was reported that the battery was removed from the insulin pump and troubleshooting was not performed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.